Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the drill continuing to work even after removing the foot from the pedal was confirmed. An assessment was performed on the device which determined the device was generally not functioning and defective. It was noted that the pedal is sticking causing the handpiece not to come to a full stop. The assignable root cause of this condition was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from the (B)(6) that before use on the patient, it was observed that after long use, the drill device continued working even after their foot was removed from the foot switch device. The foot switch device was in use with the console device and cable for footswitch device. It was not reported if this event occurred during a surgical procedure. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.